Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2013, and intermittent loss of capture was observed on the ventricular channel. The patient is pacing-dependent and felt symptoms. During a follow-up performed on (B)(6) 2020, loss of capture was observed in vvi mode. In voo mode, no anomaly was observed. Several provocative tests were performed in both vvi and voo modes, and intermittent loss of capture was reproduced in vvi mode. As the pacemaker displayed a residual longevity of 9 months, the pacing system was explanted on (B)(6) 2020. The device should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2013, and intermittent loss of capture was observed on the ventricular channel. The patient is pacing-dependent and felt symptoms. During a follow-up performed on (B)(6) 2020, loss of capture was observed in vvi mode. In voo mode, no anomaly was observed. Several provocative tests were performed in both vvi and voo modes, and intermittent loss of capture was reproduced in vvi mode. As the pacemaker displayed a residual longevity of 9 months, the pacing system was explanted on (B)(6) 2020. The device should be returned for analysis.

Manufacturer narrative:
Expertise of the returned device did not reveal any anomaly. Electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2013, and intermittent loss of capture was observed on the ventricular channel. The patient is pacing-dependent and felt symptoms. During a follow-up performed on (B)(6) 2020, loss of capture was observed in vvi mode. In voo mode, no anomaly was observed. Several provocative tests were performed in both vvi and voo modes, and intermittent loss of capture was reproduced in vvi mode. As the pacemaker displayed a residual longevity of 9 months, the pacing system was explanted on (B)(6) 2020. The device should be returned for analysis.